Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost effective coverage due to both s1 drg lead had migrated and right drg t12 lead was fractured and left t12 for ineffective stimulation. It was confirmed via x-ray. Surgical intervention was undertaken during which the leads were explanted and replaced. Therapy was restored post-surgery.